Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The lead 1- wire in the ECG cable was damaged causing the faults. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.